Event description:
Impedance readings were checked. Readings of >20000 ohms and >4000 ohms were obtained. No pt symptoms were reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.